Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Additionally, the battery gauge was observed to be fluctuating. The customer¿s blood glucose (bg) level was 310 mg/dl. A supply change was performed resolving the occlusion. System check could not be performed as the occlusion occurred in the past. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned.